Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).